Event description:
It was reported that the patient experienced loss of consciousness , stopped breathing and was unresponsive post implant of a leadless implantable pulse generator (ipg) system. It was reported that the patient experienced cardiac perforation, cardiac tamponade, bleeding and low blood pressure. The patient was brought to the critical care unit. Manual compression was initially started. Imaging was carried out and drainage of perforation site with pericardiocentesis removed over five hundred millimeters. An emergency thoracotomy was performed and their heart was sutured. Patient went into urinary retention, requiring hemodialysis. Re-programming was performed and the patient stabilised.  The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-jan-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jul-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.